Event description:
It was reported that the patient received inappropriate high voltage therapy. Oversensing and r wave amplitude variation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement due to twiddler's syndrome was confirmed. During revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.